Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient had a seizure at 11:30 pm and his mother called for an ambulance. The cgm was reading 80 mg/dl at the time; he believes the cgm was reading inaccurately but did not have a fingerstick value to compare at the time. He arrived at the hospital around 12 midnight. His bg level was checked and confirmed to be low, but his mother could not recall the exact value. He was treated with an IV glucose drip and had his bg levels monitored throughout the night. He was released around 8:00 am. Shortly before being discharged from the emergency room (ER) his bg was 179 mg/dl but the cgm was reading 121 mg/dl. At the time of the report he was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.